Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info become available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the yellow lever on the virtuosaph endoscopic vein harvesting system would not slide anymore. The product was changed out. There was no harm to pt. The surgery was completed successfully.